Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Right eye (od): the reporter stated that, "when the vault of the left eye turned out to be too high, they chose the length of 12.6mm for the right eye (od), then the vault of the right eye (od) was still low enough (1000um)". The diopter for the right eye (od) is -11.00/+0.5/008 (sphere/cylinder/axis). No other information has been provided. Claim#: (B)(4).

Manufacturer narrative:
No serial number reported. This product is not marketed in the us. (B)(4).

Event description:
Right eye (od): the reporter stated that when the vault of the left eye turned out to be too high, they chose the length of 12.6mm for the right eye (od), then the vault of the right eye (od) was still low enough (1000um). Additional information has been requested but none has benn forthcoming. If additional information is received a supplemental medwatch report will be submitted.